Manufacturer narrative:
As per the reported event, the physician had moved the pt's head during surgery which contributed to the event. The sys behaved as designed and the reported event was related to user handling.

Event description:
A medtronic rep called in and stated that periodically the site loses accuracy after the pt's head is moved and they need to re-register. They continued the surgery with no impact to the pt.